Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v814836, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician; product ID 3889-28, lot # v814836, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported that patient¿s therapy from their implantable neurostimulator (ins) worked well of them but that it was too painful and uncomfortable (in the vaginal area) for them to have on. They had the therapy turned off for some time per the physician. They had been through several adjustments which did not help the issue. The patient wanted to have the device explanted because of the pain present even when the device was off. Their physician told the patient that he did not know if taking it out would help the pain go away. The device was then explanted. The patient status at the time of report was noted as ¿alive ¿ no injury.¿ no further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.